Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on a pt using three ifuse implants. A CT scan performed during surgery showed that the third implant was not across the joint. The patient was taken immediately back to the operating room and the third implant was removed. The surgeon did note that the second implant was close to the s1 foramen, but felt that it was in an acceptable position. The patient began to develop pain down the ipsilateral leg the first day after surgery that continued to worsen. The patient had nerve root tension signs (positive straight leg raise) but no measurable numbness or weakness. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the previously placed second implant (7x55mm) and replaced it with a new, shorter implant (7x35mm). No complications were experienced during the revision surgery. The earlier removal of the third implant occurred during the index operation and is not a revision surgery. Per dr (B)(4) (si-bone vip of medical affairs), ¿this is a case of the second implant being malpositioned medially. The patient experienced pain secondary to the nerve compression/irritation from the implant.¿

Manufacturer narrative:
Based on the info provided, review of the surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is the implant being malpositioned medially and compressing or irritating the nerve.